Event description:
The customer reported via phone call that they were dispatched to emergency and hospitalized due to high blood glucose on (B)(6) 2022  with blood glucose 490 mg/dl. The customer's current blood glucose was unknown. The customer did experienced the symptoms such as abdominal pain, confusion, feeling unwell. The customer was treated by intravenous drip. Customer stated that they are not getting any insulin as the insulin pump was not working. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode was not activated at the time of incident. Troubleshooting was performed for high blood glucose. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged high blood glucose, blank display, and possible under delivery anomaly on (B)(6), 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the device at 0.0871 inches. No under delivery anomaly noted. No bolus anomaly or basal anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The device powered up properly after the test battery was installed. The device was programmed and monored for 2 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No device error , low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on the event date in the device history file. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, broken belt clip rail, pillowing keypad overlay, partially broken off retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed in the device history file on the event date. 09/13/2022 02:43:36.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 8.4 bolus amount delivered = 1.15 09/13/2022 02:43:36.000 bolus canceled 09/13/2022 08:53:16.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 2.7 bolus amount delivered = 2.7 09/13/2022 10:08:24.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 2 bolus amount delivered = 2 09/13/2022 13:36:38.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 5.2 bolus amount delivered = 5.2 there was no "auto suspend alarm" or "user suspended alert" noted on the event date in the pump history file. There was no pump error alarm listed on the event date in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high blood glucose. Blank display not confirmed. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.